Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not displaying after being checked in despite confirming the pre-admit setting was enabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not displaying after check-in due to being admitted to a unit with no assigned area despite pre-admit setting being enabled. A technical support specialist dialed into the server, logged into pes, searched for patient information, identified patients were admitted to a unit without an assigned area and noted a similarly named unit mapped correctly, and communicated with the customer who confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the device.